Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer and pocket experienced a hardware failure. A field service engineer (fse) found that the cubie lid was not functioning due to a damaged retractor band. Fse replaced the retractor and bumper slides and drawer was opened. Final testing confirmed that all components worked properly after the repair. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer would not close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.